Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿nodules¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: adverse events: ¿treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. ¿in the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. ¿isrs lasting beyond the 30-day diaries were considered aes. Aes were also reported by the investigator at follow-up visits. Among the 139 subjects treated with juvéderm volbella® xc at the initial treatment, 14 (10.1%) experienced a total of 22 treatment-related aes. The most common treatment-related ae was injection site mass (lumps/bumps). Subjects treated with juvéderm volbella® xc experienced mild (7.9%, 11/139) or moderate (2.9%, 4/139) treatment-related aes. In general, the treatment-related aes required no action and resolved without sequelae. ¿among the 139 subjects who were treated with juvéderm volbella® xc at initial treatment and received repeat treatment with juvéderm volbella® xc, 3 experienced a total of 4 treatment-related aes after repeat treatment. These aes include 3 reports of injection site mass and 1 report of oral herpes. None required treatment. Of the 4 aes, 2 were mild (1 injection site mass [lumps/bumps] and 1 oral herpes), which resolved without sequelae, and 2 were reported with a maximum severity of severe (both events were injection site mass [lumps/bumps] in 1 subject) and then mild at the completion of the study. Instructions for use: ¿the injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. A tunneling technique, serial puncture technique, fanning technique, or a combination has been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration.

Event description:
Company representative reported on behalf a healthcare professional that an unknown time after injection in an unspecified injection site with an unknown amount of juvéderm volbella® xc, the patient experienced nodules in the lips. Kenalog was provided as treatment an unknown time after symptom onset. No further information was reported. Healthcare professional later reported that the patient was injected in the lips and approximately 3.5 weeks later, developed nodules in the ¿upper and lower¿ lips. About one month after symptom onset, hyaluronidase and cipro were provided as treatment. Hyaluronidase was again administered about one week later. Symptoms are ongoing.